Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure, a non-abbott atherectomy device was used and a perforation occurred in the left main artery. Angiomax and integrillin were discontinued and the patient was observed for approximately 1 hour before an attempt was made to cover the perforation with a graftmaster stent. A 3.0 x 16 mm graftmaster stent delivery system was advanced into the patient anatomy; however, the stent was unable to cross to the perforation due to the patient anatomy. The graftmaster stent delivery system was removed from the patient anatomy without difficulty. The patient was observed and it was noted that the perforation sealed on its own. No additional intervention was performed. No additional information was provided.